Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient was externally defibrillated while wearing the lifevest. The open r781 is consistent with the patient receiving an external defibrillation while wearing the device. The lifevest is not defibrillator proof and is not designed to be worn while the patient is externally defibrillated. The root cause for the open resistor was the external defibrillation. There is no indication that the damaged monitor caused or contributed to the patient's passing. The lifevest acted as designed and delivered 5 appropriate treatments to the patient. CPR artifact, motion artifact, varying heart rate, and the external defibrillation prevented the lifevest from delivering additional treatments to the patient. Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 11/13/2017, belt 11/30/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was at home with his wife present at the time of passing. It was reported that ems was called during the event and attempted to resuscitate the patient. Review of the patient's download data revealed that prior to passing, the patient received 5 treatments from the lifevest. From 3:43:05 am to 3:45:35 am on (B)(6) 2019, the patient's rhythm was sinus bradycardia at 50 bpm degrading to ventricular tachycardia (vt) at 170 bpm with motion artifact. The response buttons were pressed during this time. It is unknown who was pressing the response buttons. A non-treatable rhythm was declared at 3:46:22 am. From 3:46:22 am to 3:54:14 am, the patient's rhythm was vt from 170 bpm to 230 bpm with response button use, motion artifact, pauses, variable hr, and varying amplitude. The response button usage, motion artifact, pauses, variable heart rate, and variable amplitude prevented the lifevest from delivering a treatment during this time. At 3:54:14 am, an arrhythmia was detected by the lifevest with response button usage. The patient's rhythm was vt at 250 bpm. At 3:55:53 am, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf), and the post-shock rhythm was sinus bradycardia at 45 bpm degrading to nsvt with CPR and tactile artifact at 160 bpm with CPR/motion artifact degrading to vf. At 3:56:26 am, the patient received the second treatment from the lifevest, the patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vf with CPR and motion artifact. At 3:57:00, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post shock rhythm was non-sustained ventricular tachycardia (nsvt) at 170 bpm degrading ot vf with CPR and motion artifact. At 3:57:23 am, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post shock rhythm was nsvt at 160 bpm degrading to vf. At 3:57:48 am, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vf with CPR and motion artifact. Review of the patient's continuous ECG recordings shows that from 3:59:08 am to 4:28:54 am, the patient was in vf with CPR and motion artifact that slowed to vt at 100 bpm with CPR and motion artifact and varying hr. The patient then received a non-lifevest defibrillation. The patient's rhythm at time of non-lifevest treatment was vt at 100 bpm that degraded to vf with CPR artifact. The patient remained in vf until the patient received a second non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR and motion artifact. The patient's post shock rhythm was vf with CPR/motion artifact. The patient remained in vf until the electrode belt was disconnected at 04:28:54 am on (B)(6) 2019. CPR artifact, motion artifact, and varying heart rate prevented the lifevest from delivering a treatment from 3:59:08 am to 4:28:54 am.